Event description:
Contact reported the mis cortical screw broke during insertion. When attempting to medialize the screw by forcing the handle of an expedium quick connect screwdriver laterally, the head of the screw separated from the shank. The screw was removed and replaced without delay and with no adverse consequences to the patient.

Manufacturer narrative:
Visual examination confirmed the screw head had separated from the shank. Review of the device history record found the lot met specification requirements when released to stock. Complaint trend report found no other complaints have been reported for this product code. Based upon the information provided and investigation of the returned product, a definite root cause cannot be determined. It is possible that the damage was due to under-tapping when preparing for screw insertion. However, that cannot be positively determined. A CAPA has been opened to further investigate this issue. At this time, the complaint is considered closed.